Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure the force to fire was high and the jaws were sticking together after each firing. One of the device was having trouble with coagulation. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). Added additional information the device was received in good condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The device was tested on test media, and no issues were encountered with the jaws sticking after firing. Additionally, the force to fire of the instrument was tested and was found within specification. No issues were found with the functionality of the jaws.

Event description:
On (B)(6) 2010, the patient underwent repair of an abdominal aortic aneurysm. After implanting a trunk-ipsilateral leg component, the physician tried to cannulate; however, after several attempts was unable to and performed an unplanned aorto-uni-iliac, using a second trunk-ipsilateral leg component. While ballooning the proximal end of the first implanted trunk-ipsilateral leg component with a qxmedical balloon, the balloon was overinflated and the patient's aorta dissected. The patient was converted to open repair. Both gore excluder aaa endoprosthesis were explanted and discarded. On (B)(6) 2010, the patient's bowel became ischemic. Later that evening, the patient's kidneys began to shut down. The patient expired on (B)(6) 2010. The physician stated the cause of death to be ischemic bowel, kidney failure and cardiomyopathy.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific crm received info that this right atrial lead dislodged into the ventricle. As a result, the lead was repositioned. No adverse pt effects were noted. This lead remains implanted. No additional info is available at this time. If additional info becomes available, this report will be updated.